Event description:
It was reported that the deep brain stimulation (dbs) patient experienced inadequate stimulation resulting in a return of their tremors due to the placement of their lead. The patients device was reprogrammed, however, the reported issue persisted. The patient underwent a lead revision procedure where the lead was explanted and replaced. The device was discarded by the medical facility.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced inadequate stimulation resulting in a return of their tremors due to the placement of their lead. The patient's device was reprogrammed, however, the reported issue persisted. The patient underwent a lead revision procedure where the lead was explanted and replaced. The device was discarded by the medical facility. Additional information was received that the patient was doing well postoperatively.